Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance with 21 cfr 803.56, if additional information is obtained, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Apr - "on activation 67 and 77 handle stuck and locked while on tissue. Surgeon tried to pull open handle on both instances. Only able to open once outside of pt the first time(67) and wasn't able to open on the second(77). Second device opened and same thing happened on 15&16." Additional information received by email from applied team member on (B)(6) 2016: "the blade trigger was also stuck which therefore made the handle stick. Also, the tissue that was being sealed on was a bit bloodier than normal." Patient status- no patient injury or illness occurred associated with the complaint event.

Manufacturer narrative:
Investigation summary: the event unit was returned for investigation. Upon visual inspection, engineering observed substantial eschar buildup on the jaws of the device, and that the blade lever was locked in the returned position. Upon further evaluation, engineering activated the device on alcohol soaked paper towel and found that the heat and steam was able to loosen the eschar and improved blade and handle movement. As such, engineering confirmed that eschar buildup in the blade channels prohibited the blade from entering the jaws, which resulted in a stuck handle and the inability to actuate the blade lever. The root cause of a stuck handle is due to eschar buildup in the blade channel of the device as handle and blade movement improved upon cleaning the jaws as specified in the voyant instructions for use (IFU). The IFU warns the user that "buildup of eschar can negatively affect sealing and cutting performance" and to "use a gauze pad soaked with sterile water or saline to remove eschar." Applied medical will monitor its vigilance systems for trends and take appropriate actions as necessary. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Additional clarification provided 23nov2016: 1st time blade lever and handle got stuck on activation 67 and was able to remove device from tissue and open the handles and jaw outside of patient, but no instrument was needed to remove device from tissue. Device was only wiped with a dry cloth on seal 36, 48, 68, and 74. The 2nd time device jaws locked on activation 77, but was able to remove the device without using additional instrumentation. Surgeon commented that she may have taken a larger than normal bite. Surgeon opened another device to complete case.